Event description:
The ave 3.5mm diameter stent was successfully placed at the target lesion site in the left anterior descending artery. The stent was then post-dilated with a 3.5mm diameter non-compliant ptca balloon at 14 atmospheres of pressure. When the physician attempted to remove the deflated non-compliant balloon from the stent, the stent shifted into the left main coronary artery. The stent was successfully snared from the pt. Subsequently, a larger ave 4.0 mm diameter stent was successfully deployed at the target lesion site, and there was no additional clinical sequelae reported relative to the event.